Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 15-SEP-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (Bio ID) not worked. The technical support specialist (TSS) deployed package 10000454953-00 ES Lumidigm Bio ID 9.6.41540 Update Package v1.3.0 (Build 13) through remote support service (RSS). The update was successfully applied, and the station was rebooted. Verified that the Lumidigm software was properly installed and running by confirming the related services and Device Manager entries. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES biometric identifier (Bio ID) not worked. The customer tried to reboot and recover, however the problem persisted.The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.There were no adverse events or injuries reported based on this event.